Event description:
Co has treated two add'l pts for infections following the insertion of a lifesite catheter. While no definitive conclusion can be drawn regarding the lifesite catheter and post-implantation infections, community health partners feels it is important to continue to provide MFR with feedback related to the pending issue.